Manufacturer narrative:
Product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained all pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced symptoms described as itchy, painful, wanted to scratch it because the skin was red and had blisters at the sensor site. The customer was able to self-treat (treatment unspecified) and also had a contact with an healthcare professional (hcp) who prescribed rinderon ointment for treatment. There was no report of death or permanent impairment associated with this event.